Event description:
Initial results for a patient sample were 0.067 ulu/ml for tsh and <0.023 ng/dl for ft4. A second sample gave an initial result of 0.071 ulu/ml for tsh. When repeated, the results for the first sample were 2.37 ulu/ml and 1.03 ng/ml respectively and 5.97 ulu/ml for the second sample. The incorrect results were not used to guide therapy. The field service rep found the clips on the sample disk were broken and repaired the instrument by replacing the disk.